Event description:
It was reported that review of remote transmission revealed multiple episodes of non-sustained lead noise due to myopotential oversensing. Isometric testing and programming changes were recommended. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.